Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the device was able to fire without problem until the second firing, but when attempted to attach the cartridge in order to use for the third firing, the display was found to be dark, and the device could not be used. After that, the handle with the shell and adapter was also replaced, and the procedure was completed without problem. When collected, the handle was restarted up and was checked, the display turned on without problem. There was no patient injury.